Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water with cleaner. Customer pump was dropped in water cleaner. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we will send a replacement pump.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and cracked case near the display window corner noted.